Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (investigation type, investigation finding, investigation conclusion) investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause cannot be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Manufacturer narrative:
13 syringes affected (10 from lot # 4030016, 3 from lot # 4093019). See section c for additional information.

Event description:
Lot number 4030016: customer complained the scale markings were inaccurate, 1 pack (10 pcs) in total. Lot number 4093019: customer had opened the packing, complained the scale markings were inaccurate. Opened 2 packs (10 pcs in one pack) + only 3 pieces left in one pack. Sample availability: yes sample availability details: picture/video only.